Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. Also received with moisture damage on the lcd glass. The device had a cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, missing end cap sticker, and broken battery tube threads. Unable to verify the unexpected restart alarm and perform the test due to no button response and button error alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.